Event description:
A customer sent an email to baxter corporate product surveillance regarding a vented continu-flo solution set in which the tubing separated and caused a leak. According to the report, the set was being primed with an unknown lipid, but was not yet hooked up to the pump. As they were hanging the bag, the tubing separated from the check valve. There is a piece of tubing left over that is connected to the drip chamber and the spike. The sample is being returned with the packaging. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.